Event description:
Pt returned to the hosp 9 days after a 74mm anterior cervical plate was implanted in 2000. Pt file states that pt suffered a c-7 burst fracture (graft collapsed). Dr explanted the 74mm plate and securing hardware. Report also states that the top locking plate had come off. A blackstone plate was not re-implanted.